Event description:
IV tubing running levo miscolored and alarming air in line. Brand new bag and new tubing replaced. Unfortunately, the tubing package was discarded and unable to be located. Tubing should be inspected before use. The bag and tubing sequestered. This has been reported in the past to the manufacturer we attached the documentation we have received and provided to our sites as guidance that as long as drops int eh chamber can be visualized, the tubing is safe to use. Manufacturer response for IV tubing, clearlink system continu-flo solution set (per site reporter).